Event description:
It was reported that a patient underwent an abdominal procedure on (B)(6) 2014 and suture was used. During the procedure, the needle was pulling off of the suture. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: actual samples were returned for evaluation. The actual samples were visually evaluated. The cause of detaching could not be clarified and no defects were observed on the detached needle and suture. Conclusion: representative samples were returned for evaluation. The representative samples were visually and functionally evaluated and met requirements.

Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.